Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead was found to have high and increasing thresholds with oversensing. The lead was programmed off until lead revision. During lead revision, the lead was found to have a fracture distal to the suture sleeve. The lead was capped and a new lead was implanted. During postoperative recovery, the patient had a pneumothorax and required a chest tube placement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.